Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. However, error code e116 (printed circuit board failure) has been identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to motherboard failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during preparation for use, the camera control unit experienced an error code message of e117. The intended procedure was completed without delay with the same set of equipment. The patient was not under anesthesia, and there were no other devices connected to the subject device when the failure occurred. There were no reports of patient harm associated with this event.